Event description:
Patient reported left side "scar tissue", "lump or mass", "nerve pain", "sores under the arm pit", "not healing from anything", and "unable to wear bras because it made their lymph nodes flare up." Patient also reported "chronic mucus"; this is not device related. Device remains implanted.

Manufacturer narrative:
Additional, changed and/or corrected data: b.5., h.6. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: delayed healing and lymphadenopathy.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "delayed healing" is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿scar tissue, lump or mass, nerve pain, sores under the arm pit, chronic mucus, and not healing¿.

Event description:
Patient reported left side "scar tissue, lump or mass, nerve pain, sores under the arm pit, chronic mucus, and not healing." Device remains implanted.